Manufacturer narrative:
This is an addendum to the initial emdr, to document that 7 months post implant the patient was treated for a hernia recurrence. The results of this investigation remain unchanged; no definitive conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." The patient's condition is noted to be "recovered no sequelae." Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported on 05/23/2017: the following is associated to a clinical study reported by the study coordinator: (B)(6) 2016 - the patient underwent repair of a primary incisional midline epigastric hernia with a bard phasix mesh. A retro-rectus with component separation and ramirez /open technique was performed. The hernia defect measured 4cm in length and 3cm in width. Removal of excess skin (vertical incision) was also performed at this time. The hernia site was assessed as clean contaminated and classified as vhwg grade 3 due to a stoma being present. Absorbable suture was used to fixate the mesh. The mesh was cut to fit around the prior colostomy. (B)(6) 2017 - the patient was diagnosed with a peristomal wound dehiscence. The ae has been assessed by the clinician as related to the device and related to the procedure with a mild severity. There has been no surgical intervention, the patient's treatment is ongoing. Addendum: (follow-up 1). (B)(6) 2017- the patient was diagnosed with a recurrence of the hernia that had previously been repaired in 2016. (B)(6) 2017- the patient underwent an open repair of a recurrent hernia with the implant of an unspecified "permanent synthetic" mesh. Per the information provided, the phasix mesh was not explanted at this time. The ae (recurrence) has been assessed by the clinician as moderate in severity, and as being possibly related to the device and possibly related to the procedure. The patient outcome is recorded as "recovered no sequelae."

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. The adverse reaction section of the IFU identifies wound dehiscence as a possible complication. The ae has been assessed by the clinician as related to the device and related to the procedure with a mild severity. Based on the investigation and the information provided, at this time no definitive conclusions can be made as to the degree to which the device may have contributed to the patient¿s post diagnosis of peristomal wound dehiscence. There has been no surgical intervention, the patient's treatment is ongoing, should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following is associated to a clinical study reported by the study coordinator: on (B)(6) 2016 - the patient underwent repair of a primary incisional midline epigastric hernia with a bard phasix mesh. A retro-rectus with component separation and ramirez /open technique was performed. The hernia defect measured 4cm in length and 3cm in width. Removal of excess skin (vertical incision) was also performed at this time. The hernia site was assessed as clean contaminated and classified as vhwg grade 3 due to a stoma being present. Absorbable suture was used to fixate the mesh. The mesh was cut to fit around the prior colostomy. On (B)(6) 2017 - the patient was diagnosed with a peristomal wound dehiscence. The ae has been assessed by the clinician as related to the device and related to the procedure with a mild severity. There has been no surgical intervention, the patient's treatment is ongoing.